Event description:
Treatment of a small aneurysm measuring 8mm x 4mm located in the mca (middle cerebral artery). The anterior temporal (at) artery ostium was adjacent to the proximal neck of the aneurysm, and may have been incorporated into the aneurysm. Final determination of the location of the anterior temporal artery relative to the aneurysm was inconclusive. The patient was placed on dual antiplatelet therapy (aspirin and plavix) five days prior to the procedure and administered heparin intra-operatively. On (B)(6) 2014, the patient underwent pipeline embolization treatment and the pipeline (3.50mm 16mm) was implanted across the neck of the aneurysm and the ostium of the anterior temporal artery without issues. Over the following week, the patient experienced worsening headaches and was readmitted to the emergency department on (B)(6) 2014. Cta (computed tomography angiography revealed an iph (ipsilateral parenchymal hemorrhage) in the left anterior temporal lobe distribution of the left anterior artery. The treating physician believes the cause of the iph may be contributed to the aneurysm occluding rapidly, resulting in distal emboli in the at artery, and subsequent hemorrhagic transformation. On (B)(6) 2014, a follow-up cta showed the at artery was open and the aneurysm was completely occluded with most of the hemorrhage gone. The patient was reported to be 90-95% recovered. Follow-up is scheduled for one year.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).